Event description:
Aortic valve sizer broke when being passed to surgeon. All pieces fell on floor new set of sizers opened. The product is a reusable sizer for aortic valves. It is not a implant. Product may have been at the end of its useful life. No harm to patient or staff. Another set of sizers was obtained and the case continued without incident. The age of the sizers is unknown.======================manufacturer response for aortic valve sizers, (brand not provided) (per site reporter).======================looking into the issue, product may have been at the end of its useful life.what was the original intended procedure?aortic valve replacement.device #1is this a laboratory device or laboratory test?no.